Manufacturer narrative:
The customer reported that the AED is flashing red and will not power on. The customer also stated that they received an service code when a new battery was installed. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that the AED is flashing red and will not power on. The customer also stated that they received an service code when a new battery was installed. They reported that this did not occur during patient use.